Manufacturer narrative:
Evaluation of the returned lightning confirm the reported unit failed to stay illuminated during use. During the functional test, the lightning unit was connected to a demonstration canister and engine. The unit initially functioned as intended. All audio cues were operational, and water was aspirated into the canister without an issue. After aspiration was performed, the lightning unit powered off while remaining plugged into the back of the engine. The lightning housing was opened, and no visible damage was observed. The lightning power cord was manipulated where it connects to the engine. The lighting unit would turn on and off intermittently. This behavior likely contributed to the reported complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) bypass graft using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7) and a guidewire. During the procedure, the physician completed one pass in the target vessel using the lightning and cat7. Subsequently, the indicator light on the lightning unit failed to stay illuminated and turned off, and there was no audible clicking. Therefore, the lightning and cat7 were removed. It should be noted that there was no reported issue with the cat7. The procedure was completed using a new lightning and a new cat7. There was no report of an adverse effect to the patient.